Event description:
It was reported that 20 months after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr) by having a coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 3.5mm, 78% stenosed portion of the proximal left anterior descending (prox lad). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion with post dilatation. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 20 months after the initial procedure the patient required a tvr by having a CABG of the lad. The patient was discharged 15 days later. In the opinion of the physician the relationship of the tvr to the target vessel is probable and there was in-stent restenosis of the target vessel.